Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product analysis confirmed that there was a clogged nozzle along with dents and buckles at the insertion tube. The foreign material could not be analyzed as the substance was not available for sampling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.